Event description:
It was reported that the 7700 system video going to the monitor is bad. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the b118 video board. In house biomedical engineering completed the investigation. According to info provided, the system was tested and found to be working as intended and placed back into service.